Event description:
While implanting a screw the articulating hex screw driver broke.

Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. Multiple complaints have been received for stripped drivers, fractured hex drivers, and for the hex drivers cold welding to the screws. Originally, data was reviewed under the root cause investigation (B)(4). It was determined as a result of the investigation to conduct a preliminary risk assessment. Pra (B)(4) was conducted in april 2015 and determined that there had been no increase in patient harm and that the severity and occurrence of the various failure modes resulted in broadly acceptable risks. Thus, no action was to be taken regarding cold-welding or stripping failures on codes 227449000, 227463000, 227447000, 227448000. However, because of the potential for various harms of higher severity, and to attempt to improve customer satisfaction, the fracture failures for codes 227449000, 227463000, 227408000, 211113000 will be further investigated within a preventative CAPA (CAPA-(B)(4)) that was created on june 11, 2015. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.